Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the five s does not display an image when connected to the c-mac. The screen remains black. Procedure was not completed and bronchoscopy significantly delayed, second bronchoscope had to be organized to proceed with bronchoalveolar lavage.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9 and section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The procedure was completed without the patient harm or injury. The statement regarding the procedure not being completed was incorrect. In reality, the doctor/user simply switched to a different device, and the session operation was successfully completed without any harm to the patient. No death or (unanticipated) serious deterioration in state of health reported. No similar event that caused or contributed to a death or serious injury could be found.

Manufacturer narrative:
The customer complaint was confirmed - the device produced no image when connected to the monitor. However, it was not possible to identify the specific faulty component due to the small dimensions of the image signal chain and the casted construction of the endoscope head, which limits internal accessibility. The product passed final quality inspection prior to shipment, confirming that it was fully functional at the time of delivery. The observed image failure likely occurred after final inspection, potentially during packaging or while removing the device from the packaging. Due to the compact and sealed design of the camera head, the root cause could not be visually isolated, but the presence of image dropouts is consistent with internal damage to the signal chain the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).